Event description:
Hosp advised that a 125cc bottle of tpa was set up to infuse at a rate of 450cc/hr with a vtbi of 15cc. The pump did not alarm kvo. Nursing observed the problem after 21 cc's infused. Nursing set up the pump again on the same pt at a rate of 100cc/hr and vtbi was set at 50cc. There was no kvo alarm and the pump infused the whole bottle in 1 hr.

Manufacturer narrative:
The pump was received and visually and functionally tested. The pump was found to meet all manufacturer's specifications. The pump was tested extensively in both the "loading dose" mode and normal primary infusion mode. Co was unable to confirm the reported overinfusion.